Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the sealed overpouch. The issue was identified prior to patient use. The device was filled with 18000mg piperacillin / tazobactam and 0.9% sodium chloride having a total volume of 240ml. There was no patient involvement. No additional information is available.